Manufacturer narrative:
D10: concomitant product: product ID: 9736405, ubd: unknown, UDI#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used intra-operatively during a functional endoscopic sinus surgery (fess). It was reported that the image was "going in and out" while navigating. There was no impact to patient outcome and the length of surgical delay was less than one hour. Troubleshooting information was received. It was verified that the surgeon was using custom profile and using a fess procedure. Technical services (ts) walked the caller through checking views in surgeon profile and the caller reported having guidance view on trajectory but was doing a fess. Ts asked if caller if would like to change profile settings or switch to using the default surgeon profile and standard fess due to patient on the table (pot). The surgeon felt comfortable switching to the default standard fess profile. The site reported the image was no longer going in and out after switching to the default standard profile.

Manufacturer narrative:
H3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.